Event description:
It was reported that the 5086 lead experienced increased thresholds of up to 4 volts since the patient's last follow up visit. In addition, the bipolar impedance had increased up to 2500 ohms. The lead was reprogrammed to unipolar which alleviated the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected upper range. The analyst noted that the right ventricular (rv) lead bipolar impedance gradually rose from an approximate baseline of 500 ohms in (B)(6) 2013 to greater than 2200 ohms in (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).